Event description:
The customer stated that a higher than expected number of falsely reactive results were generated on the commander processor when processing patient samples using the hiv eia assay. The number of patient samples generating reactive results was not specified and no patient specific data/information was provided at this time. The same patient samples were negative when the customer ran the test on another commander processor in use in the lab. No impact to patient management was reported. The issue did not reoccur after the analyzer was serviced and a decontamination of the optics assembly was performed.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. An abbott field representative (fsr) resolved the issue by performing instrument maintenance. The fsr cleaned the main transport optics assembly and performed verification procedures. Follow up with the customer indicated that no more issues similar to the observed one are identified. The evaluation indicated that the cause of the issue is dirty optics assembly which could have been resolved by following the instrument operations manual. The operations manual provides information to address this issue and the customer was advised that failure to follow the operations manual and package insert instructions may cause erroneous results. Based on the investigation results, no malfunction or product deficiency were identified related to this issue.